Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the desktop charger (dtc) connector pin was broken. The patient had not been able to charge the ins since (B)(6) 2018. The ins was not able to be interrogated. The patient had a loss of therapy since september because they were unable to charge the ins recharger (insr) to charge the ins. A replacement dtc was sent. No patient complications were reported as a result of this event.